Event description:
It was reported that the handpiece began overheating while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on rotor bearings and in the motor housing. Those parts were replaced along with the sag head and other components. Service repaired and returned the device to the customer.